Event description:
It was reported that during device demonstration/instruction of a rotational atherectomy system, no rpm's were displayed on the console. The facility had previously purchased the rotablator console but they were not able to use it since they did not have the appropriate equipment to supply nitrogen gas to the console. The facility had recently completed necessary work to be able to use the nitrogen gas with the system, and the sales representative was at the facility to complete their demonstration training prior to the use of the system for cases. While the sales representative was prepping the equipment for this training, it was discovered that there was no rpm's being displayed on the console. The system had never been used on a patient by the facility or during training, therefore, there were no reported patient complications.

Event description:
It was reported that during device demonstration/instruction of a rotational atherectomy system, no rpm's were displayed on the console. The facility had previously purchased the rotablator console, but they were not able to use it since they did not have the appropriate equipment to supply nitrogen gas to the console. The facility had recently completed necessary work to be able to use the nitrogen gas with the system, and the sales representative was at the facility to complete their demonstration training prior to the use of the system for cases. While the sales representative was prepping the equipment for this training, it was discovered that there was no rpm's being displayed on the console. The system had never been used on a patient by the facility or during training, therefore, there were no reported patient complications.

Event description:
It was reported that during device demonstration/instruction of a rotational atherectomy system, no rpm's were displayed on the console. The facility had previously purchased the rotablator console but they were not able to use it since they did not have the appropriate equipment to supply nitrogen gas to the console. The facility had recently completed necessary work to be able to use the nitrogen gas with the system, and the sales representative was at the facility to complete their demonstration training prior to the use of the system for cases. While the sales representative was prepping the equipment for this training, it was discovered that there was no rpm's being displayed on the console. The system had never been used on a patient by the facility or during training, therefore, there were no reported patient complications.

Manufacturer narrative:
Sales rep to follow up with site name and contact information. Will supplement upon discovery. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn- search corrected from (B)(4) to (B)(4). Catalog/model # corrected from 22020 to 22020-039. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the rotablator console showed the void seal was broken and the rubber feet were bent. The reported complaint of no rotational speed displayed, was not able to be duplicated. Secondary findings of the turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops approximately 25 krpm from maximum of 223 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The most likely root cause is a failure of the proportional valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed since all of the console displays function properly during device analysis by bsc. (B)(4).